Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the tip of the screwdriver broke off in the head of the screw. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visually confirmed approximately ~4mm of the instrument¿s tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, dimensional inspection of the tip diameter reveals the diameter is in print specification. The hardness of the shaft indicates that the driver was never heat treated hrc 27. Conclusion: the tip of the driver was twisted off from overload. This premature failure is likely do to the lack of heat treatment of the shaft.